Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A field service engineer modified the remote manager to enhance its alignment with the hasp. Additionally, the engineer cleaned and secured the connections of the latch micro switch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.